Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-16599), was submitted on 20- nov -2025. However, based on the investigation done on 21-jan-2026 and clinical review done on 06-feb-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
Refence number (B)(4) event occurred in the united states. It was reported that the patient experienced a severe hypoglycemic event on (B)(6) 2025 while driving, resulting in a vehicular accident. The blood glucose level was approximately 20 mg/dl at the time of the event. The patient was treated with intravenous fluids and insulin in the emergency room and discharged in less than 24 hours. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patinet country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.